Event description:
Within the first 6 months of having their advanced bionics cii bodyworn processor and behind-the-ear processor, pt had several instances of moisture problems caused by sweat getting into the implant device and/or headpiece. The problem was alleviated when pt stopped wearing both devices during exercise and when pt replaced a cable for the behind-the-ear unit.